Event description:
It was reported that the base of an ak 98 machine was damaged. The process step was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection showed that the machine base was damaged and had cracks in the wheel support. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the base damage was not determined; however the component was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.